Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2117 and device code (B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead outer insulation integrity. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden increase in pacing threshold measurements. The lead was explanted and replaced. The physician noted at the time of the explant that the helix appeared to be retracted and it was suspected the device was twisted or twiddled in the pocket. No additional adverse patient effects were reported. The explanted lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to sudden rise in threshold. Provider noted at time of explant that the helix appeared to be retracted. Provider also noted that he observed what could represent twisting or twiddling of device within pocket. New lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to sudden rise in threshold. Provider noted at time of explant that the helix appeared to be retracted. Provider also noted that he observed what could represent twisting or twiddling of device within pocket. New lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead outer insulation integrity. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.